Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the ed (emergency department) following firing of their device six times. The patient was driving at the time when they experienced some palpitations followed by rapid succession of multiple ICD (implantable cardioverter defibrillator) firings. An echocardiogram showed that the patient had an ejection fraction of twenty-five percent. The patient was found to have been in svt (supra ventricular tachycardia) during the episodes and therefore was deemed to have been inappropriately shocked. The patient was hospitalized and ultimately underwent an svt ablation. The device remains in use. The patient is enrolled in the wrap-it ((B)(6) prevention trial) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.